Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20x2.5mm target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50x20mm synergy drug eluting stent was advanced to treat the lesion. However, when the device was positioned, the stent scratched the lesion causing the proximal end of the stent struts to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end in a lifted state and pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20x2.5mm target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50x20mm synergy drug eluting stent was advanced to treat the lesion. However, when the device was positioned, the stent scratched the lesion causing the proximal end of the stent struts to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.